Event description:
It was reported that an occlusion alarm occurred. Reportedly, the alarm was cleared and insulin delivery was resumed. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.